Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 patient presented for an office visit with complaints of back pain with left leg radiculopathy traveling through his left hip, posterior buttocks, and anterior thigh. Clinical impression: ¿axial lumbosacral back pain with left leg radiculopathy secondary to discogenic instability, retrolisthesis at l5-s1, and disc bulge protrusion. L4-5 disc osteophyte and disc bulge.¿ (B)(6) 2010 patient presented for consultation with complaints of back pain following a fall 18 months prior. MRI indicated ¿disc degeneration with slight retrolisthesis at l5-s1¿ extra foraminal disc bulge with some lateral recess narrowing at the l4-l5 level.¿ (B)(6) 2010 the patient presented with left lower extremity radiculopathy, disc protrusion, degeneration l4-s1. The patient underwent left-sided plif using rhbmp-2/acs, matrix, interbody devices, and stryker xia posterior instrumentation. There were no noted complications. Pathology on the explanted disc material found ¿benign fibrocartilaginous tissue, consistent with disc.¿ (B)(6) 2010 patient presented for 4-week post-op follow up. Patient reported moderate incisional pain. (B)(6) 2010 patient presented for followup. Patient reported falling off of a ladder within the past 2 days, injuring his back and left leg. Patient complaint of left lumbosacral myalgia. Ap and lateral x-rays demonstrated ¿no disruption of the hardware with satisfactory interbody graft and fusion progressing nicely, l4-5, s1.¿ (B)(6) 2011 CT lumbar myelogram indicated ¿mild facet hypertrophic changes are noted at the level of l4-l5 and l5-s1. There is slight disk bulging noted posterolaterally at the level of l4-l5 and also at the level of l5-s1. This is mostly seen at the level of l5-s1 left side greater than right.¿ on (B)(6) 2011 the patient presented for post-op followup. Patient reported left leg pain, tingling, and numbness traveling in a sciatic fashion. Ap and lateral x-rays indicated ¿satisfactory fusion at l4-l5 and l5-s1 with satisfactory instrumentation.¿ (B)(6) 2012 pt presented for followup with chronic back pain with leg pain and muscle spasms on the right lower extremity and paresthesias on the left. (B)(6) 2012 pt underwent lumbar epidural steroid injection. (B)(6) 2012 pt presents for follow up with low back pain and significant pain and numbness in the left lower extremity. He had no improvement with lumbar epidural steroid injection. (B)(6) 2012 pt presents for follow up with low back pain. (B)(6) 2012 pt presents for follow up with low back pain radiating down the left leg. (B)(6) 2013 pt presents for follow up with chronic back pain and left leg pain. (B)(6) 2013 pt presents for follow up with low back pain. (B)(6) 2013 pt presents for follow up with low back pain. (B)(6) 2013 pt presented with complaints of moderate to severe low back pain, pain at the left hip. (B)(6) 2013 the patient presented for follow up to evaluate his response to increased methadone dose. (B)(6) 2013 patient presented with low back pain and increasing severity of left lower extremity pain. (B)(6) 2013 physician¿s notes state ¿the patient had called in for urine drug screen and also for pill count. He had reported that his methadone prescription was stolen. The patient was observed several times in public places. He is not limping and apparently walking normal. However, whenever he comes to the office, he limps severely. Did not bring any methadone pills in for pill count. No hydrocodone also. The patient discharged from practice for violation of narcotic agreement.¿ on (B)(6) 2013 the patient presented with low back pain. CT of the lumbar spine indicated ¿expected postoperative changes from l4-s1 with no evidence of neural impingement.¿ on (B)(6) 2013 the patient presented with l4-5 and l5-s1 foraminal stenosis with hypertrophic bony overgrowth from prior fusion l4-s1, with associated left leg radiculopathy and solid fusion mature with hyperostosis foraminal stenosis l4-5 and l5-s1 on the left. The patient underwent re-exploration of fusion with partial takedown of fusion mass, left lateral facet with decompression, foraminotomy and excision of hypertrophic bony overgrowth. Post-op, the patient reported a headache. CT of the brain indicated ¿air in the extra-axial space in the prepontine cistern, likely related to recent lumbar surgery. No other abnormalities.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, patient reported with low back pain and left lower extremity pain. Patient had a fall from stairs 18 months prior to reporting. Patient had physical therapy and epidural injections without any relief. MRI conducted on (B)(6) 2009, showed disc degeneration with slight retrolisthesis at l5-s1 and extra foraminal disc bulge with lateral recess narrowing at l4-5. Impression: axial lumbosacral back pain with left leg radiculopathy secondary to discogenic instability, retrolisthesis at l5-s1, and disc bulge protrusion. L4-5 disc osteophyte and disc bulge. On (B)(6) 2010, patient underwent decompressive lumbar laminectomy, extensive complete facetectomy, extensive diskectomy with nerve root decompression l4-5 and ls-s1 with intervertebral peek cage with rh-bmp2/acs (12 mm x 26 mm cages) with posterior lumbar interbody intervertebral graft utilizing autologous bone l4-5 and l5-s1 with use of the operating microscope. Local autograft supplemented with rhbmp-2/acs soaked sponge wrapped around graft, was impacted in the posterolateral alar region predominantly on the right side for the posterior fusion. Distraction had been accomplished with the distractor placed contralaterally on the right. After careful measurements, a 12 mm cage was now packed with rhbmp-2/acs anterior third portion of the cage with posterior 2/3 being packed with autologous bone. Autologous bone chips and an rh-bmp2/acs strip was then packed within the disk space, pushed across the midline. The intervertebral cage was countersunk paramedically with autologous done placed laterally. Patient had reported with left lower extremity radiculopathy, disc protrusion, degeneration at l4-5, l5-s1 level (lateral right disc protrusion at l4-5). On (B)(6) 2010, patient underwent lumbar spine x-ray. Impression: post-surgical changes. Film obtained to document hardware placement. On (B)(6) 2010, patient underwent a CT of lumbar spine. Impressions: expected post-operative changes from l5-s1 with no evidence of neural impingement. On (B)(6) 2010, patient presented for follow up four weeks after lumbar fusion. Constipation and swelling in lower extremities had improved; also, there was slight improvement in right leg radiculopathy. Patient reported sleep disturbances due to spasms in low back. X-ray showed good alignment of hardware. Impression: degenerative stenosis; l4 to s1, 4 weeks postoperatively from laminectomy and fusion with instrumentation. On (B)(6) 2010, patient presented for a follow up after having lumbar spine surgery. Left leg pain had improved but it returned after falling from deck. Lower extremity strength was 5/5 and had some paresthesias in left nerve root distribution. On (B)(6) 2010, patient presented for a follow up for continued complaints of low back pain. Patient had some paresthesias in left l5 nerve root distribution. On (B)(6) 2010, patient presented for follow up on low back pain with radiculopathy and paresthesias on left lower extremity. Patient had fallen from a tree stand. X-ray showed that hardware was in its place. On (B)(6) 2010, patient presented for follow up for his back pain and radiculopathy. Patient continues to have weakness in left leg. On (B)(6) 2011, patient presented for follow up for continued complaints of moderate to severe low back pain, pain in left leg and weakness in lower extremity. On (B)(6) 2011, patient presented for follow up with CT scan and lumbar myelogram performed on (B)(6) 2011 which showed posterior fixation devices with fracture or loosening, disc spacers were noted at l4-5 and l5-s1. Patient still had some pain in left leg. On (B)(6) 2011, patient presented for follow up six months post op. Patient was symptom free in left leg prior to fall during hunting. Patient reported with left leg pain tingling, numbness and numbness which travelled in sciatic fashion. X-ray showed satisfactory fusion at l4-5 and l5-s1 with satisfactory instrumentation. On (B)(6) 2011, patient presented for follow up for continued complaints of low back pain and significant leg pain. On (B)(6) 2011, patient underwent lumbar myelogram under fluoroscopy. Findings: stable post-operative changes of lower lumbar fusion. No acute process or hardware failure. No disc herniation identified at any level, no central canal or foraminal stenosis at any level. On (B)(6) 2011, patient underwent lumbar x-ray. Report: lumbar vertebral body height alignment and interspace are well maintained and no significant difference was seen in three films. On (B)(6) 2011, patient presented for follow up for continued complaints of low back pain. Patient had some exacerbation of leg pain and low back pain. On (B)(6) 2011, patient presented for follow up with improved back pain. Patient had ongoing knee pain. On (B)(6) 2011, patient presented for follow up for continued complaints of moderate to severe low back pain, pain in lower extremities which was worst in left leg. On (B)(6) 2011, patient presented for follow up for continued complaints of low back pain, left leg pain and numbness in lateral toes of left leg. On (B)(6) 2011, patient presented for follow up with CT myelogram conducted on (B)(6) 2011 which showed no new changes. On (B)(6) 2011, patient presented for follow up for continued complaints of moderate to severe low back pain. Patient has severe cramping in left leg. On (B)(6) 2011, patient presented for follow up for continued complaints of low back pain. Patient has severe cramping in his legs, most of which was in left leg. On (B)(6) 2012, patient presented for follow up of chronic low back pain. Patient had some hesitation in urinating. Patient had left lower lumbar radiculopathy with some intermittent paresthesias. On (B)(6) 2012, patient presented for follow up for continued complaints of chronic low back pain and increased left leg pain. On (B)(6) 2012, patient presented for follow up for continued complaints of low back pain, pain in lower extremities. Patient is having difficulty in walking and doing other activities. Patient is currently using cane for ambulation. On (B)(6) 2012, patient presented for follow up for continued complaints of chronic low back pain. Patient was experiencing moderate to severe back pain with leg pain. Patient was having lot of muscle spasms on right lower extremities and paresthesias on left. Patient was diagnosed with kidney dose and had a kidney stent. On (B)(6) 2012, patient presented for epidural steroid injections. On (B)(6) 2012, patient presented for follow up for continued complaints of low back pain. Patient showed no improvements with epidural injections and has significant pain and numbness in left lower extremity. On (B)(6) 2012, patient presented for follow up for continued complaints of low back pain. Ankles gave out and patient twisted both feet. Patient had a metatarsal fracture in both feet. Patient had significant low back pain shooting into both lower extremities. On (B)(6) 2012, patient presented for follow up for moderate to severe back pain which radiated done left leg. Patient experienced weakness and was using cane for ambulation. On (B)(6) 2013, patient presented for follow up of chronic back and left leg pain which exacerbated after slipping on snow a week ago when patient landed on left buttock. On (B)(6) 20213, patient presented for follow up of low back pain, pain and numbness in left lower extremity. On (B)(6) 2013, patient underwent MRI. Findings: the exam is degraded by relatively mild motion artifact. There has been interval surgery with prior left-sided laminectomy and posterior fusion from l4 through s1. There are bilateral pedicle screws at l4 and s1 and a left-sided pedicle screw at l5. Magnetic susceptibility artifact from the hardware somewhat degrades evaluation. There is edema in the soft tissues posteriorly along with micro metallic artifact. No well-defined postoperative fluid collection is evident. No acute abnormality is identified involving visualized intrapelvic or intra-abdominal structures. The visualized aorta is normal in diameter. The visualized sacrum is intact the conus demonstrates grossly normal signal intensity terminating at the superior aspect of l1. L5-s1 here has been prior left-sided laminectomy and posterior interbody fusion there is endplate spurring in the foraminal region on the left with mild left foraminal narrowing no central stenosis is evident. L4-l5. There is postsurgical change with prior partial laminectomy and posterior interbody fusion. There is endplate spurring to the left and mild left foraminal narrowing without central stenosis. On (B)(6) 2013, patient presented for follow up of low back pain. MRI conducted on (B)(6) 2013 showed post-surgical change with prior left sided laminectomy and posterior interbody fusion at l4-5 and l5-s1. On (B)(6) 2013, patient presented for follow up of moderate to severe low back pain and left hip pain which shoots down to the knee. MRI conducted on (B)(6) 2013 showed l3-4 subauricular disc protrusion measuring 2mm in ap dimension with mild facet arthropathy. On (B)(6) 2013 patient presented for follow up of low back pain. Patient reported constant low back pain with constant lower extremity pain. On (B)(6) 2013, patient presented for follow up of low back pain. Patient reported constant low back pain with constant lower extremity pain. On (B)(6) 2013, patient reported with recurrent back pain, left lower extremity pain, weakness, numbness, paresthesias. CT scan done on (B)(6) 2013 showed interbody fusion cage with satisfactory consolidation without pseudoarthrosis being noted, l4-5 and l5-s1, with pedicle screw fixation and some artifact. Disc height at l3-4 and l2-3 appears satisfactory without critical stenosis. Axial views demonstrate some left foraminal narrowing-hyperostosis, l5-s1, with recess positioning of the cage without retropulsion. The l4-5 level appears similarly stenotic on the left.